Manufacturer narrative:
Unit received with blank-flashing white lcd due to cracked lcd controller. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank-flashing white lcd. Unable to verify missing segments/partial display due to blank-flashing white lcd. No cracks on display window, however deep/minor scratches on lcd window noted. Unit received with scratched casing, scratches on display window cover, pillowing keypad overlay and slightly damaged keypad overlay texture.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had partial display. The customer¿s blood glucose level was unknown. The customer reported that screen is cracked. Troubleshoot was performed and the customer reported display is solid white. The customer bumped into counter and then it cracks and turned white. The customer also reported they ran into counter by accident and damage on pump and display issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.